Manufacturer narrative:
No residue was noted on the lead tip. Cannot verify the complaint. Excess peg coating can be found proximal to the bullet after the sheath is removed. This is a normal condition. The device is within specification.

Event description:
At implant, the physician noticed residue around the tip of the lead. The dr picled off quite a bit of it, confused as to whether or not this was the peg part of the lead tip. He decided to implant a new lead. Again residue was noticed at the tip. The device will be returned for analysis. A pt was not directly involved in this event.